Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose level of 550 mg/dl, high ketone levels, and vomiting. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2021 with no permanent damage. The cause for the reported issue was unknown. The customer declined further troubleshooting with tandem technical support.